Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in israel. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The hyperglycemia persisted for approximately 3 - 4 hours and was treated via the pump. No further information available.